Event description:
It was reported that the caller experienced an issue with the pump display, which affected the ability to interact with and read the pump screen. There was no reported impact on the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.